Event description:
The patient was admitted for a malfunctioning (B)(6). Exploration of the catheter was to be done with possible replacement. An x-ray was done prior and showed the catheter was broken. The port and catheter were removed. The initial placement of the catheter was (B)(6) 2010.